Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 590 mg/dl. Patient's other blood glucose value 400 mg/dl. The customer experienced symptoms such as nausea. Customer reported customer does not allege pump was under delivering. Drive support cap appears normal. Customer reported insulin exited at the quick release. The customer was treated with manual injection. The device is not expected to be returned for analysis. Frn reservoir. Unomed inf set.